Manufacturer narrative:
A correlation between the device and the reported stroke and driveline infection could not be determined. The product was not returned. An autopsy was not performed. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 2 years and 6 months. Neither the pump nor any accessory equipment will be returned for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was complaining of abdominal pain and had recently acquired a driveline infection. The patient was admitted to the hospital, suffered a stroke and expired. An autopsy will not be performed.